Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was calibration for an error 80 (water check time out ¿ unable to reach calibration temperature). A functional check showed that the mixing pump had failed. The customer requested a quote for the 2000 hours service and a loaner device. Per follow up information received on 05may2022, there was no patient involvement as the event was found during calibration. A quote was sent to biomed and biomed would decide if the device would come in for service and repair. Per sample evaluation results received on 24may2022, the neutral connection between the power inlet module and the main voltage circuit card showed signs of electrical overstress. The front tank seal had lifted from the tank and was no longer sealing properly. The device was primed to fill.

Manufacturer narrative:
The reported issue was confirmed. It was found that the neutral connection between the power inlet module and the main voltage circuit card showed signs of electrical overstress. The power inlet module and main ca voltage circuit card were preventatively replaced with a new power inlet module and main ac voltage circuit card. The device passed all applicable testing and is ready for use. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The labeling review was not required because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
T was reported that the arctic sun device was calibration for an error 80 (water check time out ¿ unable to reach calibration temperature). A functional check showed that the mixing pump had failed. The customer requested a quote for the 2000 hours service and a loaner device. Per follow up information received on 05may2022, there was no patient involvement as the event was found during calibration. A quote was sent to biomed and biomed would decide if the device would come in for service and repair. Per sample evaluation results received on 24may2022, the neutral connection between the power inlet module and the main voltage circuit card showed signs of electrical overstress. The front tank seal had lifted from the tank and was no longer sealing properly. The device was primed to fill.